Event description:
The customer reported a cgm error with their device. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a pump reset, after which the error was resolved, and the customer was able to successfully start a new sensor session.